Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available. Note: second mesh related to the event will be reported.

Event description:
Attorney's report of pt undergoing a hernia repair procedure in 2003 during which two composix kugel patches (product code 0010205, lot number 43fnd038 and product code 0010202, lot number 43hmd197) were implanted. In 2006, the pt saw her physician for increasing abdominal pain. In 2007, the pt presented to the hospital with an incisional hernia and underwent extensive surgery in order to remove as much of the defective kugel mesh as possible and repair the hernia. The surgeons encountered a "calcified mesh in the middle of [her] abdomen".